Manufacturer narrative:
It was reported that during an inguinal hernia repair, gauze shredding contacted the surgical site. The gauze shredding was successfully removed from the surgical site through use of forceps. Immediately after the incident, all gauze from the surgical field were removed and a new package of raytec sponges were opened. No impact to the patient, the procedure, or the total length of the procedure was reported. There was no serious injury reported related to this event. Due to the reported event and need to retrieve the gauze shredding from the surgical site, this medwatch is being filed. The samples were returned for evaluation. The returned samples of gauze were noted to be unfolded by the user beyond the first fold, which likely resulted in the loose threads and the appearance of shredding. User error was determined to be the root cause for gauze shredding. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the gauze was shredding and this reached the surgical site. The shredding was successfully removed from the surgical site through use of forceps.